Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited loss of capture and clavicular crush damage. The lead was explanted and replaced. The patient was well post procedure.

Manufacturer narrative:
Final analysis found that the an external abrasion which breached the outer insulation and exposed the outer coil at 21.5 cm to 21.6 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device, the lead also exhibited clavicular crush damage which breached the outer and inner insulations which fractured the outer coil at 27.4 cm to 30.1 cm from the connector pin. The damage found likely contributed to the reported electrical anomalies.